Event description:
It was reported that the customer intermittently experienced elevated blood glucose (bg) levels (525 mg/dl). An insulin injection was administered to treat the bgs. The cause for the reported issue is unknown. The customer continued to use the pump for insulin therapy.